Event description:
There has been no new event information received since the last report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of the device history record, complaint history, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one teflon coated wire guide for investigation. The returned wire guide was noted to be severely elongated at the distal end and the distal weld was missing/separated. The safety wire distal end was within the coil. The mandril wire was noted to be protruding 4mm at 31.3cm from the distal end and the mandril wire was broken. The proximal weld is intact. A review of c-pcs-700-toronto-042997 devices purchased from the customer within the last three years shows that the customer only purchased one lot from cook medical (lot: 9019130). It is possible that this lot is the lot that experienced the failure, however, without definitive evidence the lot will remain trended as "unknown." It is possible that the affected device was obtained from a supplier and thus untraceable by cook. It is noted that the device history record (DHR) for lot 9019130 (complete set) records no non-conformances related to this incident. The DHR for ic8960856 (complete wire guide) records two non-conformances. The non-conformances are related to this incident; however, both non-conforming devices were scrapped. A complaint history search of both lots reveals there have been no other complaints received on either lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The product instructions for use (IFU), [c_t_ttps_rev9] pericardiocentesis sets, provides the following information to the user related to the reported failure mode: instructions 6. Insert the wire guide through the needle and advance the wire guide into the pericardial sac. Note: the wire guide should advance without resistance. 7. Leaving the wire guide in place, remove the needle. How supplied upon removal from package inspect the product to ensure no damage has occurred. The complaint was confirmed based on the returned product evaluation. The wire guide was returned and was found to be unraveled. The reported failure could be duplicated. The investigation conclusion was found to be use error contributed to the event. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: the date of event is unknown, but occurred within the last couple of weeks. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the (B)(6) male had previous cardiovascular surgery and was discharged from the hospital on (B)(6) 2019. The patient needed readmission for pericardial effusion on (B)(6) 2019. The pericardiocentesis catheter set was placed on (B)(6) 2019 for pericardial drainage and the patient had the drain in for approximately 2.5 days. As reported, the guide wire from the pericardiocentesis catheter set snagged on the insertion needle during the procedure and the wire unraveled. The physician advised that the issue was likely related to technique and not a defective product. The resident had pulled back the wire, snagging it on the needle. There were no adverse effects to the patient as a result of this occurrence.